Manufacturer narrative:
The insulin pump passed the functional tests including the prime, displacement, occlusion and excessive no delivery alarm tests.

Event description:
The customer stated that he was hospitalized for high blood glucose levels above 1000 mg/dl. The customer stated that his blood glucose levels came down while on an insulin drip at the hospital, but after getting back on the insulin pump, his blood glucose went back up to 400 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but not the high pressure test. Nothing further was reported.